Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine check. Sensing issue and lv lead impedance was noted. The impedance issue appears to have initially occurred in (B)(6) 2018. The device had hit eri. The patient had no adverse effect. There was intermittent pacing as well as under and oversensing on the lead with fracture anticipated per lead primary issue of low accepted parameters of lv lead impedance. The impedance measurements were slowly climbing throughout 2018 to a high lv impedance, then a sudden drop in (B)(6) 2018. At the time of clinic presentation, a diagnostic x-ray was obtained but no issue could be visualized. On (B)(6) 2019 the lead was capped and replaced. The patient condition is fine lead will not be returned.